Manufacturer narrative:
The broken instrument reported was likely the result of getting caught on a retractor while reaming.

Event description:
It was reported that during surgical use, the tip broke off the driver handle while reaming. It appeared to get caught on retractor. No pieces fell into the patient. There was no surgical delay and the patient was last known to be in stable condition following the event.